Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported by the circulating nurse that during the procedure the er320 was not forming the clips correctly. The clips were scissoring and were shooting out of the jaw. When the rep spoke with the surgeon she confirmed the report. A new individual er320 was opened to complete the case. There was no consequence to the pt.